Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 379 mg/dl and 149 mg/dl back to back within 10 minutes on the mobile system. Reporter stated that he injected 14 units of an unreported type of insulin in between the two results, based on the 379 mg/dl value. Reporter stated that after some time, he suffered hypoglycemia and his wife gave him glucose immediately. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips were discarded, so no product will be returned for evaluation.